Manufacturer narrative:
A patient's diagnostics showed that patient's ipg voltage was running low at 2.8v was reported to abbott. It was noted that patient runs on high settings with intervals of tonic stim. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that diagnostics showed that patient's ipg voltage was running low at 2.8v. It was noted that patient runs on high settings with intervals of tonic stim. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.